Manufacturer narrative:
The company rep examined the system and was able to duplicate the customer reported problem of both ports not recognizing the handpiece. The company rep replaced the ultrasound (u/s) controller pcb (printed circuit board) to resolve the issue. The system was then tested and met product specifications. The replaced u/s controller pcb was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during phacofragmentation surgery, the surgeon reported losing torsional power. They tried the second port, but it didn't work. They exchanged the console and completed the surgery. There was no pt harm.